Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Based on available information, it has been determined that the instrument involved with this complaint meets the criteria for isifa2024-09-c. Hence, section h9 was updated to reflect this linkage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suture cut needle driver instrument was analyzed and found to have a broken grip cable at the distal idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the wire of the mega suturecut needle driver instrument was broken. The procedure was completed with no reported injury.